Manufacturer narrative:
This follow up MDR report is a correction of initial report 3006575795-2024-00064. The intiial report had the incorrect date received by manufacturer of march 8, 2024. The correct date received by manufacturer is march 11, 2024. This date is reflected in the product complaint (2024-264). All other information provided in the initial report is accurate.

Manufacturer narrative:
On 03/08/2024, during a servicing activities of zyno medical devices, including preventive maintenance, this pump with s/n (B)(6) was found to have: flow rate offset %, -1, 5 b.f.

Event description:
During servicing activities of zyno medical devices, including preventive maintenance, this pump with s/n (B)(6) was alleged to have: flow rate offset %, -1, 5 b.f.issue.